Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for improper assembly was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for improper assembly. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes had a stopper with a loose closure. The following information was provided by the initial reporter, translated from chinese to english: when the nurse was about to paste the blood collection barcode, she took out a yellow blood collection tube and found that the bottle cap was loose, and then found that the bottle cap was not sealed, and the plug was inside the blood collection tube, making it unusable.